Manufacturer narrative:
The pump was received with a detached end cap, a cracked case at the display window corner, minor scratches on the lcd window and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via phone call of issues with the customer's insulin pump. The grandmother states the device was not delivering insulin properly. The customer is using black tape to hold the pump together. The grandmother states if the customer is not on the pump, they revert to three insulin shots for the day. The grandmother states the customer ended up in the hospital because of the backup plan. Details on the damage to the pump were not provided due to customer being incarcerated. Troubleshoot was not able to be conducted due to customer being incarcerated. The grandmother was advised the pump would have to be replaced and returned for analysis.